Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No excessive no delivery alarm noted during testing. The device passed unexpected restart error test, prime test, excessive no delivery test, displacement test, and self test. No unexpected alarms noted during testing. The insulin pump had multiple displayable history crc check failed on startup alarms in alarm history screen due to corrupted history file. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received an excessive no delivery alarm, a displayable history check failed on startup alarm, and a signal too low alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.